Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a secondary tubing set was connected to a spiros needleless valve connector. The spiros needleless valve connector was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified medication. At an unspecified time, the customer contact reported that the pump alarmed for an unspecified occlusion alarm. It was reported that the needleless valve connector was then disconnected from the clave secondary port on the cassette of the tubing set. At that time, it was noted that the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to the pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. The lot number of the device that was in use is unk. A device from one of the four possible lot numbers (lots) has been received. The four possible lot numbers are 440535h, 430495h, 430455h, and 411155h. This report represents all info known by the reporter upon query by hospira personnel.